Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 30 and decided to replace the pump, which was under warranty. The customer agreed to use the current pump and to receive a new pump with updated software. Technical support provided instructions for returning the problematic pump and programming the replacement pump settings, which the customer understood and acknowledged. A replacement pump was sent without requiring a signature for delivery.